Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 7f sheath. Reportedly, when attempting to close the perclose prostyle foot plate, it became stuck and the patient required cut down of the femoral artery. Hemostasis was achieved via surgical suturing. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported difficult to close and device entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.